Event description:
(B)(6) received notification from a field clinical specialist that a patient underwent a valve-in-valve procedure in the tricuspid position. The patient underwent bioprosthetic valve fracture (bvf) with 28 true balloon (bd). The balloon ruptured and was unable to be pulled back into the esheath. The balloon and esheath were removed as a single unit. A new 16fr esheath was prepped and inserted without any issues. The procedure went great and the patient was headed to the recovery room. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).